Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have received a failed battery test and was not able to clear. Customer's blood glucose was 466 mg/dl. Customer was not able to continue troubleshooting due to needing new batteries. Customer would call back.